Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed during initial testing, however, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. A interconnect flex cable was replaced as a precaution and the device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.